Manufacturer narrative:
(B)(4).

Event description:
The pt had increased spasticity; the pt was unable to get around because the spasticity was bad. It was noted that a "blind beside spinal tap done." A dose adjustment was made on (B)(6) 2011, there was no change; the pt did "not appreciate anything." On (B)(6) 2011, the pt had not noticed a change in spasms. A (B)(6) study was done and was inconclusive; there was dye in the catheter and the tip was at c7-t3. The spasticity became uncontrollable and did not respond to boluses and dose increase. The catheter was replaced. The pump was fine. The pt outcome was reported as "non-serious injury/illness"; the pt recovered without sequela. The device system was used to deliver compounded baclofen 1000 mcg/ml at 162 mcg/day.